Manufacturer narrative:
Results: bd did not receive any photos or samples in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Silicone weight testing and breakout/sustain testing were within control limits. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine a root cause.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd¿ 60ml catheter tip syringe had a difficult plunger. There was no report of injury or medical intervention.